Event description:
It was reported that one week post implant, the ventricular lead exhibited a decrease in sensing. During a lead repositioning procedure, the lead insulation and coils were noted to be damaged. It was suspected that the lead was damaged at the time of implant. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.